Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during a hand surgery a microfix qa+ #3/0 ocord v-4 tapercut needles w/drill bit broke. The complaint device was received and inspected. The device was received dissembled and without its original packaging. Also, it was noticed that the anchor was off the inserter but held in place by the suture. The photos provided by the customer showed that the anchor was found in the back of the plastic plate. Based on the picture provided, this complaint can be confirmed. A manufacturer investigation was performed to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. There are controls in place to 100% visual inspection to assure that device is in good condition. The failure was inspected and a closer look to the sealing and packing processes has been done. The root cause is undetermined. Nevertheless, there is no evidence of manufacturing anomalies on the paperwork reviewed. As per pfmea a complaint reviews, the occurrence for this type of issue is below than the maximum occurrence allowed for this kind of effect. A manufacturing record evaluation was performed for the finished device lot number: 6l56990, and no non-conformance related to the reported complaint condition were identified. As per IFU-109285, this product should be stored below 25°c (77°f), away from moisture and direct heat. The storage conditions and follow the instructions of these devices are unknown, a root cause for the user to have experienced this failure cannot be determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during a hand procedure on (B)(6) 2020, it was observed that the microfix qa+#3/0 oc v-4 device had packaging error that the anchor penetrated the plastic packaging plate. During in-house engineering evaluation, it was determined that the anchor was off the inserter but held in place by the suture. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.